Event description:
A user facility clinic manager (cm) reported via email and complaint form the following, "I was advised to notify you since there were several incidences occurred yesterday. There were no harm or blood loss related to this but there is a concern of quality of dialysis since every time the venous chamber of combi set backs up, the transducer gets wet with blood, the machine beeps and the transducer needs to be replaced causing delay of treatment. Just want to add that the arterial chamber empties too once this happens as well. When the transducer gets wet, there is a possibility that the port to where the transducer is attached may contaminate the machine that may cause machine failure and may not work effectively. At times, the machine gets pulled out if the machine kept on beeping and unable to resolve the issue after the transducer was replaced." The complaint form indicated the machine alarmed appropriately when the event occurred. The patient utilized a 2008t hemodialysis machine (s/n (B)(6)) and fx coral dialyzer. No loose connections were noted and no defect or damage was seen on the combiset and no issues were noted during priming. There were no noted changes or disruptions in pressure that could have caused the issue or for the machine to alarm. No patient injury or adverse event was noted, and the patient did not require any medical intervention as a result of the reported event. There was no allegation of device malfunction against the machine or dialyzer. The patient was switched to a different machine and was able to complete treatment with new supplies. The patient did not develop any symptoms or issues related to the reported event. Upon follow-up, the interim clinic manager stated there was no patient blood loss due to the event and the patient did not experience any adverse effects or require medical intervention. It was reported that a tmp alarm occurred in conjunction with the reported issue. The patient was able to complete their treatment after being moved to a different machine and being re-setup with new supplies. The patient¿s blood was returned prior to being moved. The cm stated no leak occurred and the machine was pulled from service, tested by the biomedical technician (bmt) and has since been returned to service without further issue. The cm was able to provide the product number as 03-2522-1 but was able to provide the implicated lot number. No sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.